Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of a sterling sl otw balloon catheter and the related v-18 guide wire. The guide wire was inside the sterling sl device and could not be dislodged during the lab analysis. The guide wire was measured with a calibrated snap gage. The wire measured .0175". The guidewire was protruding from the tip of the balloon for a length of 7cm and protruding from the hub for a length of 35cm. There was contrast in the balloon and inflation lumen (shaft) of the device. The tip, balloon, markerbands, proximal bond, and inner/outer shaft were microscopically and visually inspected. Inspection revealed shaft damage (stretched/buckled) located 11.5 cm and 12.5 cm from the tip, and more damage 0-8cm from the strain relief. Inspection of the remaining device found no other damage or irregularities.

Event description:
It was reported that the balloon catheter was stuck on the wire. A 3.0mmx60mmx135cm sterling balloon catheter and a v-18 control wire 200cm were selected for a percutaneous transluminal angioplasty (pta) procedure in the right popliteal p2 segment, tibial-fibular trunk. During the procedure, they punctured the right tibial and the v-18 control wire was advanced in an antegrade approach through a non-bsc 6fr sheath. The wire was passed through the occlusion in the p2 segment. After dilatation using a 4mm sterling balloon catheter, the wire was advanced further into the fibular artery. A 2.5mm dilatation was performed and then the tibial-fibular trunk was dilated with a 3.0mmx60mmx135cm sterling balloon catheter. At this point, the wire could not be advanced further. The physician attempted to remove the catheter from the wire with no success. The 3.0mmx60mmx135cm sterling balloon catheter and a v-18 control wire were removed together. There were no patient complications reported and the patient was ok. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon catheter was stuck on the wire. A 3.0mmx60mmx135cm sterling balloon catheter and a v-18 control wire 200cm were selected for a percutaneous transluminal angioplasty (pta) procedure in the right popliteal p2 segment, tibial-fibular trunk. During the procedure, they punctured the right tibial and the v-18 control wire was advanced in an antegrade approach through a non-bsc 6fr sheath. The wire was passed through the occlusion in the p2 segment. After dilatation using a 4mm sterling balloon catheter, the wire was advanced further into the fibular artery. A 2.5mm dilatation was performed and then the tibial-fibular trunk was dilated with a 3.0mmx60mmx135cm sterling balloon catheter. At this point, the wire could not be advanced further. The physician attempted to remove the catheter from the wire with no success. The 3.0mmx60mmx135cm sterling balloon catheter and a v-18 control wire were removed together. There were no patient complications reported and the patient was ok. The procedure was completed with another of the same device.